Event description:
During the case, (robotically assisted hysterectomy, bilateral salpingectomy, cystoscopy), when the tenaculum forceps were introduced into the body cavity, a wire was noticed, sticking out of the joint and it would not articulate. Instrument removed, replaced and procedure completed.